Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 36 +0 biolox head; cat# unk; lot# unk . It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device evaluated by manufacturer? Not returned.

Event description:
It was reported that the patient's right hip was revised due to heterotopic ossification and pain. A 36 +0 biolox head and 36f 0° poly insert were revised to another poly insert and 36 +0 cocr head.